Event description:
The customer reported a motor error alarm during the rewind process. The customer stated that the insulin pump had been exposed to an MRI scan. Unable to conduct the displacement test due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump had a cracked reservoir tube and cracked case on the liquid crystal display corners.